Event description:
Per independent repair center statement; the unit was alarming, red light. The key failure was the manifold valve was stuck. Additional malfunctions were the intake filter was dirty.